Event description:
The pt had a power PICC double lumen solo catheter 21 gauge steel needle inserted into the right basilic vein by PICC team using real time ultrasound guidance. Positive blood return from both lumens. Inserted flexible wire into needle but unable to advance flexible wire into the vein. The needle and guidewire were retracted and it was noted that the guidewire was unbraided. Follow-up x-ray notes, a 3 mm piece of retained guidewire in the distal aspect of the right upper arm. Dates of use: (B)(6) 2010.